Event description:
Reference number (B)(4) event occurred in the united states. It was reported that an issue occurred where infusion set tubing was pulled, resulting in detachment of the set from the insertion site on (B)(6) 2026. No further information available.